Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator revealed that inappropriate shock was delivered for an episode of supraventricular tachycardia. Programming interventions were made. The patient was stable.